Event description:
It was reported that the patient experienced syncope. The right ventricular (rv) lead exhibited high thresholds. The right atrial (ra) lead also exhibited undersensing, low p waves and non capture. The ra and rv leads remain in use. The patient is now deceased.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.